Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results for three female patients. The following data was provided (cutoff 15.6 ng/l): patient 1 sid (B)(6) (B)(6) 2024 initial result 18.8 ng/l, repeated 5.2 / 5.5 / 5.7 ng/l. Patient 2 sid (B)(6) (B)(6) 2024 initial result 20.6 ng/l, repeated 5.8 / 6.2 / 6.2 ng/l. Patient 3 sid (B)(6) (B)(6) 2024 initial result 218.7 ng/l, repeated <3.2 / 4.7 / 21.6 ng/l no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I assay, list number 08p13-34, and manufacturing site longford to alinity I processing module, list number 03r65-01, and manufacturing site irving, texas. MDR number 3016438761-2024-00434 has been submitted and all further information will be documented under that MDR number.